Manufacturer narrative:
One level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The device was outdated. The customer reported product problem (pump failed to function) was confirmed during testing. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the pump went out on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.